Event description:
During the procedure, the esprit balloon catheter was advanced to the lesion and inflated. The balloon ruptured at 12 atm and a spiral dissection occurred. Another company's stent was implanted to treat the dissection and the procedure was completed.